Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event may have been caused by external force being applied to the distal end, but the definitive root cause of the reported event could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found missing glue around the forceps cover and missing glue on the pink probe. Leak test could not be performed due to huge leak found from the biopsy channel. Peeling was observed on the ¿a-rubber glue (bending section cover glue) ¿and minor chip (objective lens) on the periphery not affecting the image was observed. One broken element was noted on the ultrasound image and a cut on switch number one (1) was determined. Loose air-water mouth-pieces (scope connector) was observed and scratches not exposing metal was found on the control knob. Play, loose (r/l) right/light and (ud) upward/downward of the control knob was observed. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during reprocessing, air leak from channel close to the distal end (transducer) was found. There was no patient involvement , no user injury reported due to the event. During evaluation, it was found that there was a missing glue around the forceps elevator cover, and missing glue on the pink probe.